Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Verbatim states consumer thinks lot number is 8310759 or 8319759. Lot 8310759 is not a valid lot number for this product.

Event description:
It was reported that the inner shield did not detach during use with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter, "consumer reported she is unable to unscrew the hub from the pen. She had to remove it from her hand. She uses the nano needle. Explained how to remove the pen needle from the outer cover. Box is discarded. Lot# from the pen needle label. She thinks the lot# is 8310759 or 8319759.